Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she had three reservoirs that were occluded. The customer didn't know her blood glucose level. The insulin pump had alarmed no delivery during manual prime. Troubleshooting wasn't performed as customer had resolved the issue with a set change. Customer agreed to return the reservoirs for analysis.